Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient passed away because of complications from the pump. No further details were provided including the event date, symptoms, troubleshooting/diagnostics, actions/interventions or the cause of the event/death. However, no follow-up was possible. Should additional information be received, a supplemental report will be submitted.

Event description:
Additional information received from the consumer indicated the patient passed away because of complications from the pump. Additional information could not be obtained at this time. If additional information is received, a follow-up report will be submit ted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. The exact date of death was not provided and is unknown. (B)(4).

Event description:
On (B)(6) 2015, information was received from consumer regarding a patient who was receiving unknown medication(s) at unknown concentration/doses for spinal pain. The patient's medical history and concomitant medications were not provided as well. On an unknown date, the patient died which had arisen out of the defective manufacture, sale and use of their synchromed ii infusion system. No further information was provided. If additional information is received, a follow-up report will be submitted.